Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was received for examination. Based in the physical examination of the part, along with the attached x-rays evidence, complaint was able to be confirmed. The device presented considerable wear and deformation conditions. Interlock feature edge of the liner denoted three ard tabs sheared off from the liner which is also evidence of the liner having disassociated from the cup. However it was not possible to identify any product deficiency or malfunction as the root cause for the event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a manufacturing record evaluation was performed for the finished device (lot/serial/batch) number, and no non-conformances / manufacturing irregularities were identified device history review : 1) quantity manufactured: (B)(4). 2) date of manufacture: 01/07/2020. 3) any anomalies or deviations identified in DHR: no anomalies or deviations were found during the review. 4) expiry date: 2024-12. 5) IFU reference: 090000128 rev e.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2, d4 (lot, catalog, UDI), g4 PMA/ 510(k), h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d1, d2a, d2b, d6a, d6b, d10 concomitant med products.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was received for examination. Based in the physical examination of the part, along with the attached x-rays evidence, complaint was able to be confirmed. The device presented considerable wear and deformation conditions. Interlock feature edge of the liner denoted three ard tabs sheared off from the liner which is also evidence of the liner having disassociated from the cup. However it was not possible to identify any product deficiency or malfunction as the root cause for the event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a manufacturing record evaluation was performed for the finished device (lot/serial/batch) number, and no non-conformances / manufacturing irregularities were identified device history review: 1) quantity manufactured: (B)(4). 2) date of manufacture: 01/07/2020 3) any anomalies or deviations identified in DHR: no anomalies or deviations were found during the review. 4) expiry date: 2024-12. 5) IFU reference: 090000128 rev e. H10 additional narrative: added: d9 corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (impact code)

Event description:
Medical records reviewed and indicated that on 29 oct 2021, the patient underwent a hip revision of an unknown side to address walking difficulty, squeaking, acetabular liner implant fracture, and acetabular cup and acetabular liner disassociation. The femoral head and acetabular liner were revised. There was no indicated deficiency involving the femoral head. The femoral stem and acetabular cup were retained. There were no indicated intra-operative complications.

Event description:
Customer is reporting a revision of pinnacle pe inlay sz. 50 unknown side because of disassociation of pe implant from metal cup. Doi: 2020. Dor: (B)(6) 2021; unknown side.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.